Event description:
When the devices were used in a laparoscopic assisted vaginal hysterectomy, they would not fire. Consequently, the case was converted to an open procedure. In a conversation with the director of surgery in may 2005, he stated the devices functioned as intended on the initial firing. It was when they were handed to the assisting surgeon, the failure to fire occurred. The sales rep followed up with the surgeons on the 3rd day for in-servicing and learned that the assisting surgeon was not firing the devices correctly. The surgeons were in-serviced on the correct firing sequence of the device and the issue has been resolved. The pt is recovering without any other pt consequence.